Event description:
It was reported that the patient received a vibratory alert. Upon review, it was discovered that the implantable cardioverter defibrillator was found in backup operation. Programming changes were performed. The patient was in stable condition.